Event description:
The customer reported the device failed op check with a shock equipment malfunction message on the screen.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.